Event description:
An alarm was reported by the caller, specifically alarm 2 followed by alarm 26, indicating a potential issue with the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high¿. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin treatment. Additional assistance was deemed unnecessary, and the case was closed.